Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). This product is manufactured by zimmer biomet UK and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k030055.

Event description:
During an initial left hip arthroplasty, the locking ring came out of the shell during impaction of the shell. Another shell was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The returned shell was checked for damage. External soiling damage was found on the shell however, this was due to the implant being implanted in the patient and then explanted. There was no damage to the locking ring and locking ring was present in the shell. Only observation that can be determined was that the ring was overlapping however, the disposition of the ring due to the surgeon stating that he had to refit the ring cannot be determined. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.